Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to infection. The physician believed that the device had come into contact with skin during the implant. A new aus was implanted with a double cuff. No patient complications were reported and it was stated that the patient fully recovered.